Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Time of symptoms/ae: during vessel closure. Symptoms/ae: unknown size hematoma. It was reported that a technician trained in the use of the starclose device attempted arteriotomy closure of the superficial femoral artery after a diagnostic procedure. The starclose clip was deployed, however resistance was felt and device removal was difficult. After removal from the arteriotomy, it was noted that the tip of the device was mangled. Hemostasis was not achieved with the clip. The patient had an unspecified size hematoma which was managed by manual compression. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.